Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a low blood glucose of 30 mg/dl. The customer was contacted, and he stated that he was not having a problem with the insulin pump. The customer stated that he is having a medical problem. The customer stated that he was given glucose tabs and a glucagon injection. Suggested troubleshooting on the insulin pump, but the customer had to get off the phone as his nurse was calling him. Nothing further was reported.